Event description:
A remstar plus c- flex device was returned to a third- party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation the device, the service technician visually inspected the device and found evidence of foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust contamination and certain error codes e063 (err_stuck_knob_key) and e065 (err_stuck_encoder_a) were present. The device was scrapped by the service center after the evaluation was completed.